Event description:
It was reported that a patient with a 27mm 6900p mitral valve has been placed under evaluation/consideration for a valve-in-valve procedure after an implant duration of 7 years, 2 months due to stenosis and regurgitation.

Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Updated sections: b2, b5, b7, g3, g6, h6 health effect - impact code, health effect - clinical code, device code(s), and type of investigation. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Event description:
It was reported and through additional information that a patient with a 27mm 6900p mitral valve underwent a valve-in-valve procedure after an implant duration of 7 years, 3 months due to severe stenosis, severe transvalvular regurgitation with partial dehiscence. The patient presented with shortness of breath with exertion. The procedure was performed successfully with a 26mm9750tfx transcatheter valve. Per tee ((B)(6) 2025): severe ms, mmg 9, mva 0.8, mod/severe (3+) transvalvular mr, at most trace paravalvular.

Manufacturer narrative:
Updated sections: g3, g6, h6 investigation findings, and investigation conclusions. Stenosis is a common manifestation of bioprosthetic valve and valved conduit dysfunction and has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Bioprosthetic device stenosis is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Device dehiscence or suture torn out may occur early or late. When it occurs in the intraoperative period, it is typically a result of inadequate device implantation in combination with friable myocardial tissue. Valve dehiscence is not a malfunction related to a manufacturing deficiency of the device. The instructions for use (IFU) have been reviewed, and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. A DHR review was performed, and no related manufacturing nonconformances were identified. The most likely root cause for the valve stenosis and dehiscence is patient factors, including implant duration of more than 7 years and patient history of atrial fibrillation, hypertension, heart failure, and coronary artery bypass graft.